Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu to resolve the issue with bipolar energy not firing. The system was tested and verified as ready for use. The iesu was analyzed and found to have no failure. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on the field evaluation/failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the integrated electrosurgical unit (iesu) bipolar energy was not working. The customer power cycled the iesu, but question marks remained on the erbe port and bipolar energy was not available. The surgeon was continuing the case robotically. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed before the issue was identified. The system appeared to be willing to function accordingly. The system powered on with no errors indicated. Dvsat was called to troubleshoot, but the issue was not resolved. The team in the room changed out the instrument as well as the blue cord and nothing helped. The blue cord was changed out 3 different times and there was still no power to the instrument for the surgeon to use. The procedure was completed robotically as planned. No injury to the patient. The surgeon did not discontinue the use of the arm. The surgeon was not able to use bipolar power for the remainder of the case but still used the bipolar forceps to grasp tissue. The procedure was completed with the same generator. No bipolar power was able to be used.